Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked right plunger case, and noted to have no visible contamination. Device was powered on and underwent infusion and occlusion functional testing. The reported customer complaint was unable to be duplicated during testing. Upon review of the event history log, a primary audible alarm bgnd test was found.

Event description:
Information was received that device has system failure primary audible alarm bgnd test. No patient involvement.